Manufacturer narrative:
E: (B)(6). Institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was placed in standby mode, but restarted airflow without an inspiratory trigger. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator was placed in standby mode, but restarted airflow without an inspiratory trigger. A philips sales representative evaluated the device and confirmed the issue. The device was replaced with a different v60 ventilator. The device was serviced, and the service engineer (se) reported that the issue was confirmed, and that the standby mode was immediately cancelled. The se replaced the flow sensor assembly to resolve the issue. There were no other abnormalities. The device was checked, cleaned, and tested; the device was then returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Additional details were provided by the service engineer (se), and it was reported that the "xero point" of airflow sensor is misaligned to -1.1slpm (standard liters per minute).